Event description:
It was reported that a device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. While inside the patient, the catheter detached. The detached fragment was retrieved using a snare. The procedure was then completed using another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was kinked and detached near the lap joint section.

Event description:
It was reported that a device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. While inside the patient, the catheter detached. The detached fragment was retrieved using a snare. The procedure was then completed using another of the same device. There was no patient injury.